Event description:
The patient underwent generator replacement due to battery depletion. The explanted generator was received. Analysis is underway but has not been completed to date.

Event description:
The reported allegations of ¿premature end of life (eol)¿ and ¿eos = yes¿ were duplicated in the lab. With the pulse generator case removed and the battery still attached to the pcba, the battery voltage confirmed an eos condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. The pcba was subjected to a postburn electrical test. Results show that the pcba failed several electrical tests: r2 verification, supply current 2ma/normal, supply current off, and supply current off sense, and trim diagoncurrent. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed. And results of the test indicates that the pcba passed the previously failed tests. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of ¿premature end of life (eol)¿.

Event description:
The physician reported that one of her patient's generator battery is depleting prematurely. The device is laser routed and a review of device history records for the generator shows that no unresolved non-conformances were found. Additional relevant information has not been received to date. No known surgical interventions to replace the generator has occurred to date.